Event description:
It was reported that a patient had a lead implanted and connected to an external neurostimulator (ens) for a testing trial. The date of implant was unclear and was reported as both (B)(6) 2013. It was noted that the patient had "pain with amputation." It was reported that the ens was turned up to 10v, but the patient couldn't feel any difference and her pain was not relieved. It was reported that the ens was exchanged for a different ens on (B)(6) 2013 and two other enss were exchanged for testing on (B)(6) 2013, but the patient still didn't feel any difference and her pain was not relieved. The lead was explanted. It was noted that there was no injury to the patient, and the patient did not have any contagious disease. Eight days later, it was reported that the patient still felt as much pain as before and did not receive any relief. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_siliconeanchor, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: accessory: product ID neu_cable/screen. Product type: screening device: product ID 3487a-28, lot# 0205795874, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (lot #0205795874) found that the proximal end insulation was broken under the connector. Analysis of the cable, anchor, and extension found no anomalies. The lead, extension, and screening cable were tested together with a known good screener. There was good stable output on every electrode pair. The outer insulation on the lead was torn under the #0 connector sleeve. The wire insulation was still good at that location. Result: cable screener.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.